Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bladder inflammation. Concomitant products included furosemide. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced allergy to metals ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity to metals"), urticaria ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising/ rashes and hives all over body"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), blister ("blisters-back, neck, fingers, wrists") and dermatitis ("dermatitis- arms, legs"). In (B)(6) 2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ texture changes and extreme thinning") and hair texture abnormal ("hair loss/ texture changes and extreme thinning"). In (B)(6) 2016, the patient experienced seizure ("neurological conditions or problems type: seizures"), tremor ("tremors"), feeling abnormal ("brain fog memory issues") and memory impairment ("memory issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising/ rashes and hives all over body"), flushing ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising"), contusion ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); cornual resection bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, flushing, contusion, ovarian cyst and hair texture abnormal outcome was unknown, the allergy to metals, rash, fatigue, seizure, tremor, feeling abnormal, dyspareunia, abdominal distension, pruritus allergic, allergic oedema, blister, dermatitis and memory impairment had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergic oedema, allergy to metals, alopecia, blister, contusion, dermatitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flushing, hair texture abnormal, memory impairment, menorrhagia, ovarian cyst, pelvic pain, pruritus allergic, rash, seizure, tremor, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia discrepancy reported: date of removal (B)(6) 2010 which is prior to insertion the right essure device was deployed with five coils. The left essure device was deployed with four coils left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bladder inflammation. Concomitant products included furosemide. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced allergy to metals ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity to metals"), urticaria ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising/ rashes and hives all over body"), pruritus ("allergic or hypersensitivity reaction type: itching"), swelling ("allergic or hypersensitivity reaction type: swelling"), blister ("blisters-back, neck, fingers, wrists") and dermatitis ("dermatitis- arms, legs"). In (B)(6) 2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ texture changes and extreme thinning") and hair texture abnormal ("hair loss/ texture changes and extreme thinning"). In (B)(6) 2016, the patient experienced seizure ("neurological conditions or problems type: seizures"), tremor ("tremors"), feeling abnormal ("brain fog memory issues") and memory impairment ("memory issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising/ rashes and hives all over body"), flushing ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising"), contusion ("rash/skin condition/ rashes or skin conditions type: rashes, hives, dermatitis flushing, bruising") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); cornual resection bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, urticaria, flushing, contusion, ovarian cyst and hair texture abnormal outcome was unknown, the allergy to metals, rash, fatigue, seizure, tremor, feeling abnormal, dyspareunia, abdominal distension, pruritus, swelling, blister, dermatitis and memory impairment had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, blister, contusion, dermatitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flushing, hair texture abnormal, memory impairment, menorrhagia, ovarian cyst, pelvic pain, pruritus, rash, seizure, swelling, tremor, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia discrepancy reported: date of removal (B)(6) 2010 which is prior to insertion the right essure device was deployed with five coils. The left essure device was deployed with four coils left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, dyspareunia, menorrhagia, most recent follow-up information incorporated above includes: on 12-feb-2020: plaintiff fact sheet and medical records received : lot number added. Removal date added. Reporters added. Events added- vaginal haemorrhage, , seizure, tremor, feeling abnormal, dyspareunia, abdominal distension, ovarian cyst, pruritus, swelling, blister, dermatitis, memory impairment, hair texture abnormal. Event ¿hypersensitivity¿ updated to event ¿allergy to metals¿. Event ¿dermatitis allergic¿ replaced with events ¿ rash, urticaria, contusion, flushing¿. Event onset dates updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity, dermatitis allergic, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Discrepancy reported: date of removal (B)(6) 2010 which is prior to insertion diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, menorrhagia, hypersensitivity, rash/skin condition, fatigue, hair loss were added. Date of removal was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.